Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer stated that the pump was clipped in her bra strap and it was kind of warm today. Customer stated that the buttons were not responding when she was showing the pump to someone. Customer then received a button error alarm. Customer stated that the buttons may have been compressed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with no up or down button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.